Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp).the hcp reported that the fall did not affect the system, and that the system was completely discharged as it was not used for a long period of time. The hcp stated that on (B)(6) 2019, the patients ins was interrogated and they were able to connect and charge the system. Patient weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient had previously turned his implantable neurostimulator off because he did not need it anymore. The patient was recently diagnosed with unrelated parkinson¿s disease, and the patient was wondering if he turned the implantable neurostimulator back on, if that could help with the parkinson¿s disease. The patient noted that he fell really hard and he thinks that messed him up really bad about a month prior to the report, confirmed as 2019. The patient had gotten new external equipment, including new recharging equipment and a patient programmer, and was now not able to connect with the recharger. The last time that the patient successfully charged his implant was about 4-6 months prior to the report. Repositioning the antenna does not resolve the issue. The patient was seeing a reposition antenna screen on the implantable neurostimulator recharger while trying to charge. The patient was redirected to his health care provider to address the possible overdischarge. It was confirmed that the patient has an appointment scheduled with their health care provider on (B)(6) 2019. There were no patient symptoms or complications reported.